Event description:
Boston scientific received information that the patient presented to the clinic with complaints of tones from the device. Upon interrogationt there was a low out of range shock impedance measurement of 0 ohms stored in the device. It was noted that the patient had been in the hospital for an atrial fibrillation (af) ablation at the time of the out of range measurement. All other trending measuriements were within range. Boston scientific technical services (ts) was contacted and discussed that the out of range measurement was likely due to electromagnetic interference (emi). They will continue to monitor the patient. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.